Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ant stblzd brg 18x71 item# 189068 lot# 739530, bmt gb knee stm 16x80 item# 148166 lot# 878370, bmt 360 tib sm cruciate wing item# 185650 lot# 729880, bmt 360 tib tray 71mm item# 185203 lot# 473250, vngd ant stblzd brg 10x71 item# 189060 lot# 807200. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
It was reported that a patient was revised approximately ten and a half years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10: medical product cobalt g-hv bone cement 40g, item# 402283, lot# 754110. Visual examination of the provided pictures identified some surface scratches on the tibial plate. As the product was not returned no other definitive statements can be made. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.